Manufacturer narrative:
The "date of event" was not provided. The provider evaluated the chair, but didn't lead to any definitive fault. The chair would flash the battery lights a few times and then power off completely but never received a wrench flash indicating an error occurring. The batteries were put under a load test and had passed and the circuit breaker never tripped.

Event description:
Provider alleges consumer was riding on a sidewalk when the unit allegedly pulled hard to the side causing him to go off of the curb. The chair allegedly tipped over causing the consumer to fall out and the unit to land on top of him.